Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186 , UDI: (B)(4), serial: n/a, batch: 4387141. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective ipg replacement procedure on (B)(6) 2022 patient¿s one of the leads was explanted and replaced with a new lead due to high impedance. Reportedly, therapy was confirmed post op. Investigation was unable to determine which of the 2 leads had high impedance.